Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a break in the catheter tubing was confirmed; however, the root cause could not be determined. Seven photographs and one 24g insyte autoguard IV catheter tubing were provided for investigation. The IV catheter tubing was received in two segments. The sample exhibited evidence of use. It appeared that the tubing had been cut with a sharp instrument. The damage reportedly occurred or was detected when removing the dressing from the IV catheter. The dressing was reportedly being removed due to an occlusion in the IV tubing, which indicates that the damage likely did not exist at the time of placement. The IV catheter may have been inadvertently cut during removal of the dressing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process.

Event description:
It was reported that bd insyte ag bc global catheter separated/broke from hub. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when the dressing was removed to remove the peripheral infusion due to clog, the catheter was fractured (2 mm remained), and an echo confirmed that the catheter remained in the blood vessel. The catheter was removed under angiography. Until it is determined whether it was caused by the product or the procedure, the hospital has informed the patient not to use catheters from the same lot. Patient impact: the patient's left arm was vascularized for nearly an hour before the angiographic removal, causing nerve damage (numbness and movement disorders).